Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 225-271s and heparin was given. A pre-implant balloon valvuloplasty (bav) was done with a 24mm non-abbott balloon. After pre- bav, the patient went to left bundle branch block (lbbb). The patient was hypotensive and medications were given. The final implant depth at non-coronary cusp (ncc) was 6.89mm. After implant, the patient was in complete heart block (chb) and resulted in temporary transvenous pacemaker (tvp) insertion. On (B)(6) 2025, a dual chamber pacemaker was implanted. On (B)(6) 2025, a paravalvular aortic regurgitation was noted in the patient.